Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Residual calcification was observed at the tip, though remained unclear whether this contributed to high pacing thresholds, and no high impedance was noted. The extent of calcification present during implantation was also unknown. Visual examination noted the lead had been damaged due to electrocautery use at the time the lead was explanted. The outer insulation was melted. The flipped drug collar remained attached to the lead, with mechanical anomalies and deformed coils near the lead tip likely resulting from explant-related handling. No lead issues could be identified that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to high threshold. The root cause of the high threshold was unknown. This ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to high threshold. The root cause of the high threshold was unknown. This ra lead was replaced. No additional adverse patient effects were reported.